Manufacturer narrative:
Further investigation cannot be pursued because there is no lot number and product was not returned. Trend code analysis is performed in the monthly complaint review.

Event description:
The caller alleged a variance between inratio inr results and the lab inr result. The results were as follows: (B)(6): inratio=2.0, 1.8; lab inr=3.5. Patient self tester's therapeutic range: unknown. Patient tested yesterday ((B)(6)) and received an inratio= 2.0, she had minor hemorrhaging in her eye and went to the hospital and received a lab inr=3.5. She was released the same day, no medication was given. She then retested when she got home and received an inratio=1.8. The patient self tester stated that the monitor was on the bed during the test; finger was being milked after the fingerstick; unable to obtain sufficient blood; added multiple drops of blood when applying sample.